Event description:
It was reported that an ilet pump displayed alert 41 indicating an insulin shaft rewind error during a supply and sight change, with the alert initially occurring during rewind and persisting even when attempted without supplies; multiple restarts were attempted and the alert reoccurred, and the pump was replaced after customer support-guided troubleshooting and education, including verification of charge level and restart procedures. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included temporary interruption of automated insulin delivery and the need for backup therapy until a replacement device was provided. Investigation included customer service troubleshooting, review of device behavior during restart and rewind, and confirmation of alert recurrence post-restart. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review¿determined¿that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.